Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, at 1230am. The patient manages his diabetes with an insulin pump. It is not known if the patient made changes to his usual diabetes management routine. About 8am later that same morning, the patient claims he felt a symptom of disorientation. The patient took more food and/ or drink at that time. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "disorientation" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the lfs products were returned and failed pa testing.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis, respectively, on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. The test strips have passed all testing with no faults found. The control solution was also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.